Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain" and "concern with the product." Additionally, healthcare professional reported left side rupture and "enlarged lymph nodes." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified missing piece of the shell and broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening on posterior due to an unidentified (tear) opening, and missing piece of the shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. [Health effect - impact code]: f2203.

Event description:
Patient representative reported "as a direct and proximate result of having the recalled biocell implants implanted, plaintiff is at a significantly increased risk for developing bia-alcl.